Event description:
It was reported to philips by a customer that the unit navigational ring is not functioning properly. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated during pm service the navigational ring was not functional. The biomed parameters were jumping around on the screen when trying to make changes however the parameter was only able to be accepted by pressing green check on navigational ring. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
B4:28sep2021. Additional information was received indicating that the reported issue was discovered during preventative maintenance. Based on this information, it has been concluded that this is not a reportable event.